Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. The reported observation of could not connect the ipg to the digital health app was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift which resulted in the inability to communicate with the returned ipg using a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and passed all test steps regarding the bluetooth ble functionality, the stimulation output and impedance testing. Further analysis by r&d engineering confirmed ppes findings. Actions have been taken to prevent reoccurrence.

Event description:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external bluetooth devices. Surgical intervention may be undertaken to address the issue.